Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture. The ra lead was removed, and the physician elected to abandon the implantation of the ra lead. The patient was in stable condition.